Event description:
It was reported that the patient had a seroma around the pump site (left side) shortly after surgery. The seroma was drained twice ("140cc/180cc") by an interventional radiologist ; however both times the fluid returned within a week even though patent was wearing an abdominal binder 24/7. Per reporter "this sticks out several inches from the waist making it nearly impossible to find clothing and interfered with daily activities". It was later reported that between (B)(6) 2012 and (B)(6) 2012 patient had visited her healthcare provider and the drug in the pump was changed to bupivacaine. After the refill procedure the seroma resolved in the next 3 days and patient was not wearing an abdominal binder.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. (B)(4).